Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month complaint history review and service history review for similar complaints was performed for serial (B)(4). There were no similar complaints identified during the search period. The aia-360 operator's manual, chapter 7 -error messages and flags was reviewed. The 2012 air detected (diluent) the aia-360 operator's manual indicates that the 2012 air detected (diluent) error message is generated when there is no contact with the liquid surface after sample suction. The operator is instructed to contact the tosoh customer service. The most probable cause of the reported event was due to a worn level sensor wire.

Event description:
It was reported that the customer received intermittent "2012 air detected (diluent) errors on their aia-360 analyzer. The customer attempted to rerun the patient samples and quality control (qc); however, the error did not resolve. Technical support (ts) instructed the customer to power down, reseat the caps on the wash, diluent and waste bottles and reboot to see if the issue was related to vacuum. Ts also instructed the customer to wipe the probes in the wash and diluent bottles; then to remove one sensor cap from the diluent, hit "ok", and replace the cap to see if the issue resolved. One issue resolved, but the second persisted. Next, ts sent a level sensor wire for the customer to replace since one was unavailable onsite. The following day the customer replaced the level sensor wire and the issue resolved. No further action was required by technical support. The reported event resulted in delay in reporting of patient results for estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.